Manufacturer narrative:
The device was not returned for evaluation; it was discarded due to infection. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. As part of the introducer manufacturing process a 100% leak test is performed. It should be noted that the precaution section of the IFU indicates that the tuohy-borst valve is designed to prevent bleedback when there are no components in the sheath. The tuohy-borst cap must be tightened to control bleedback when either the dilator or catheter is inside the sheath. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a bypass surgery in a (B)(6) year-old male patient, approximately 2-3ml of blood leaked at the hemostasis valve after placement of the sheath and the swan ganz catheter. The introducer and swan ganz catheter were removed, and the new set was replaced using a new stick. There was no allegation of patient injury. The device was not available for evaluation since it was discarded as per infection.